Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator coming in for two-hour evaluation. The customer confirmed that a problem occurrence occurred during operation. Unit was reading high tidal volume. There was no patient harm reported. Another unit was utilized during the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding unit reading high tidal volume. Problem was not reproducible. Vent passed 140 hours of extended test at customer setting without any critical alarm condition. Vent passed initial final test and initial alarm volume test using automated test fixture which test the total functionality of the vent with no issues. All reading was within the required specifications. Vent was open and inspected, no anomalies were noted. Process ventilator thru service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.